Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed functionality testing) has been confirmed. As received, the monitor displayed code 203. The cause of the code (B)(4) is an internal pulse test failure. The cause of the internal pulse test failure is contamination on the (B)(4) connector pin. The root cause for the contamination could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.